Event description:
A field service engineer (fse) was at a customer's site and reported an electrical burning smell on a au5400 analyzer. No smoke was reported or visible flames observed. The fire department was not called for this incident. No operator was injured and no exposure to electricity was identified.

Manufacturer narrative:
There was an initial report that the customer was having issues with the vacuum pump. The fse determined the cause was a defective ac driver printed circuit board (pcb). The fse observed that the pcb was burnt. The fse replaced the pcb and resolved the issue. (B)(4).